Manufacturer narrative:
The field service engineer (fse) who was dispatched to the customer site examined the ventilator with another patient circuit other than the one involved in the event, which had been discarded by the hospital. The fse was unable to reproduce the leakage. The fse downloaded the logs. No parts were replaced. The fse performed all functional and safety testing to factory specifications. The fse released the ventilator to the hospital staff to put back into clinical use. Our logs evaluation showed that the pre-use checks tests passed before the event. They showed furthermore that the following pre-use checks tests failed during the patient circuit sub-test. The technical logs did not contain any information indicating a ventilator malfunction. The true cause has not been determined, but as the ventilator worked well after the exchange of the whole patient circuit, and the field service engineer was unable to reproduce the leakage, the most probable cause of the leakage was the patient circuit.

Event description:
It was reported that a patient was on invasive neurally adjusted ventilatory assist(nava) in the nicu when the ventilator started alarming excessive leakage ranging from 80-95% consistently. The patient was bagged to run a circuit test and it failed 3 times. After that, the circuit was replaced and it failed 2 times. The ventilator was replaced with another and the replaced ventilator failed the pre-use checks tests twice. The respiratory therapist replaced the whole circuit system: circuit, filters, concha water column, and water bottle and it passed. The ventilator worked fine after the exchange of the whole circuit. There was no patient harm reported. (B)(4).